Manufacturer narrative:
Philips service replaced the anode drive unit (adu) and returned the device to full service. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was a rotor control problem caused by a failed rotor drive board on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.